Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred at around 7am on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 24 hours after the alleged product issue occurred they developed the symptoms of ¿thirst and seeing stars¿, however denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was resolved. The products were requested to be returned for evaluation and replacement products were sent to the patient. This complaint is being reported based on the following conclusion(s): although the product issue was resolved at the time of troubleshooting, the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.